Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colon procedure. For the first firing for the ileus operation, the reload was connected to the manual handle. Checked the jaws opening / closing with no problem. The surgeon clamped the tissue of the small intestine and started to squeeze the handle, however, the handle was stiff. Then squeezed it with all strength, a crack sound was heard. Replaced by a new handle and a new cartridge and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.